Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for the analysis. Visual and microscopic inspection revealed the hydrophilic coating was peeled/sheared. No more damages were detected.

Event description:
It was reported that the hydrophilic coating peeled off. A 200cm x 10cm fathom-14 guidewire was selected for use. During the procedure, the device was hydrated many times. Upon superselection something was wrong in the process. The device was pulled out normally along the catheter, and it was noted that the hydrophilic coating near the tip of the guidewire was completely detached thus, making the procedure difficult. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that the hydrophilic coating peeled off. A 200cm x 10cm fathom-14 guidewire was selected for use. During the procedure, the device was hydrated many times. Upon superselection something was wrong in the process. The device was pulled out normally along the catheter, and it was noted that the hydrophilic coating near the tip of the guidewire was completely detached thus, making the procedure difficult. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.